Event description:
It was reported that the insulin pump alarmed no delivery during prime. Customer's blood glucose was 102 mg/dl. Troubleshooting was done. During the troubleshooting, the insulin pump did not alarm no delivery. It was also found that the insulin pump had a crack on the ridges where the reservoir locks in place. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during prime test due to faulty connector. No unexpected no delivery alarms noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.